Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1931. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy peritoneal dialysis (pd) effluent and eosinophilia in pd effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the suspected peritonitis event was not reported. On an unreported date, the patient experienced cloudy pd effluent and went to the hospital due to the event. It was not reported if the patient was admitted to the hospital or if the patient was diagnosed with peritonitis. Treatment was not reported. The outcome of the suspected peritonitis event was not reported. It was unknown if physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the previously reported event was unknown (previously, the cause was not reported). Eight days prior to the initial receipt of this report, the patient was treated with vancocin 1.5 grams (route, frequency, and duration not reported) for the peritonitis event. Treatment was discontinued on an unreported date due to a negative culture. One day after the initial receipt of this report, the patient began treatment with prednisolone 20 milligrams (route, frequency, and duration not reported) for the peritonitis and for suspicion of hypersensitivity. Treatment with prednisolone was ongoing, but on an unknown date, dosage was revised to 7.5 milligrams per day. The patient was hospitalized one day prior to the initial receipt of this report for the previously reported event. After eight days of hospitalization, the patient was discharged. On an unreported date, the peritoneal dialysis catheter was replaced. The patient was recovered from the previously reported event (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.